Event description:
The customer reported differential (diff) vote outs (non-numeric results) while running controls on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the event on 03/05/2015. The fse discovered a clot in the sample delivery line from the blood sampling valve (bsv) to the mixing chamber. The fse removed the clot, resolving the reported issue. The fse also discovered that the aspiration tip on the secondary mode on the bsv was loose. The fse replaced the bsv, resolving the issue. (B)(4).